Event description:
It was reported that during attempted implant the right ventricular (rv) lead extended and retracted twice, however the third time the helix would not extend and there was blood noted on the tip. It was also reported that after several quick rotations on the lead when testing in the sterile field, the physician felt the helix mechanism break. It was further reported that the left ventricular (lv) lead was positioned and then removed. Upon removal there was blood noted in the distal third of the lead within the insulation. The rv and lv leads were replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that during attempted implant the helix of the right ventricular (rv) lead extended and retracted twice, however, the third time the helix would not extend and there was blood noted on the tip. It was also reported that after several quick rotations on the lead when testing in the sterile field, the physician felt the helix mechanism break. It was further reported that the left ventricular (lv) lead was positioned and then removed. Upon removal there was blood noted in the distal third of the lead within the insulation. The rv and lv leads were replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damaged at implant. The analyst noted that blood in the distal portion of the lead is consistent with blood ingress from guidewire use during implant.